Event description:
It was reported that the patient was dissatisfied the size of the inflatable penile prosthesis (ipp). The preconnected ipp pump was removed and replaced with appropriately sized one. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.